Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer's mother reported via phone call that the customer has been having high blood glucose over 200 mg/dl. Customer's blood glucose dropped to 50-60 mg/dl the night before last night. Customer's mother declined to be transferred to the helpline. Caller stated that the highs are due to hormone changes and the lows were due to a stomach bug.